Event description:
An intermittent issue was reported with the left monitor and it was reported that the system would not complete boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.